Event description:
It was reported the patient needed an MRI. It was noted the patient¿s stimulator was not working.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3093-28, lot# j0454948v, implanted: (B)(6) 2005, product type lead. (B)(4).